Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged after implant. Attempts to explant the lead during a device replacement procedure was unsuccessful. No adverse patient effects were reported. The lead could not be fully explanted and therefore the electrode end of the lead remains in the patient. The terminal end of the lead was not returned and it is not relevant to the allegation.